Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer slammed insulin pump in car door causing damage to pump. Insulin pump has cracks on display screen causing it to be difficult to read. Customer's blood glucose was 4.1 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding display glass. The insulin pump had cracked display window, cracked reservoir tube window, cracked reservoir tube lip, stained address and serial number label and a stained end cap sticker.